Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") and pelvic adhesions ("adhesions") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and clinically significant/intervention required), pelvic adhesions (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("excessive bleeding during menstruation"), menstrual disorder ("abnormal bleeding during menstruation") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (hysterectomy and lysis of pelvic adhesions on (B)(6) 2009) and surgery (lysis of pelvic adhesions on (B)(6) 2009). Essure was withdrawn. At the time of the report, the pelvic infection, pelvic adhesions, menorrhagia, menstrual disorder and pelvic pain outcome was unknown. The reporter considered pelvic infection, pelvic adhesions, menorrhagia, menstrual disorder and pelvic pain to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced infections (seen as pelvic infections) and adhesions (seen as pelvic adhesions). A hysterectomy and lysis of pelvic adhesions were performed. The event pelvic infections is anticipated according to the reference safety information for essure. Pelvic adhesions is unanticipated. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, the cause of adhesions include pelvic infection. Based on the information received and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jan-2017: quality-safety evaluation was received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced infections (seen as pelvic infections) and adhesions (seen as pelvic adhesions). A hysterectomy and lysis of pelvic adhesions were performed. The event pelvic infections is anticipated according to the reference safety information for essure. Pelvic adhesions is unanticipated. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, the cause of adhesions include pelvic infection. Based on the information received and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("malposition of essure (uterine cornu)"), pelvic infection ("infections"), pelvic adhesions ("adhesions") and genital haemorrhage ("abnormal bleeding (general)") in a 23-year-old female patient who had essure (batch no. 627464-invalid, 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, menses irregular, multigravida, parity 2, pain in elbow, neck pain, numbness of upper extremities, birth trauma, blood pressure high, smoker (she smokes a quarter of a pack of cigarettes a day.), bipolar disorder, insomnia, attention deficit disorder and cervicalgia. Pregnancy test- negative. Previously administered products included for an unreported indication: adderall from 2007 to (B)(6) 2018, flexeril from 2002 to (B)(6) 2018 and depo provera. Concurrent conditions included skin rash, foot injury, genital bleeding, pain in hip, menstrual cramps, vaginal infection, cramp in lower abdomen, painful intercourse and dyspareunia. Family history included diabetes (mother, maternal grand father), hypertension (mother), cholesterol levels raised (mother), autoimmune disorder (sister), myocardial infarction (paternal grand father) and pancreatic cancer (maternal grand father). Concomitant products included celecoxib (celebrex) since 2017, empagliflozin (jardiance) since 2016, gabapentin since 2013, medroxyprogesterone (depo provera), metformin since 2016 and zolpidem tartrate (ambien) since 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain / pain"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, 1 year after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal bleeding during menstruation") and allergy to metals ("nickel allergy / allergic or hypersensitivity reaction (nickel)"). The patient was treated with surgery (surgical removal of portions of essure device), surgery (total hysterectomy and lysis of pelvic adhesions on (B)(6) 2009), surgery (total hysterectomy and lysis of pelvic adhesions on (B)(6) 2009) and surgery (lysis of pelvic adhesions on (B)(6) 2009). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, pelvic infection, pelvic adhesions, menorrhagia, menstrual disorder, vaginal haemorrhage and allergy to metals outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia and fatigue had resolved. The reporter considered allergy to metals, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic adhesions, pelvic infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure removal: (B)(6) 2009 (total hysterectomy) and (B)(6) 2011 (surgical removal of portions of essure device). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2009: total bilateral occlusion . The patient had a previous essure sterilization prior to the hysterectomy. Portions of the essure device were present. They were protruding through the cut end of the fallopian tube. They were very easily removed through the laparoscope by grasping the end and withdrawing them. 627464-invalid, 627454, lot number: 627454 manufacture date: (B)(6) 2008, expiration date: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), device dislocation ("migration of essure device location of device: left coil can't be located") and kidney infection ("several kidney infections") in a 24-year-old female patient who had essure (batch no. 893875) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included wisdom teeth removal, gravida ii, parity 2, cramp in lower abdomen, depression and anxiety. She denied dysuria, fevers, nausea, anorexia but no diarrhea, hematuria and vaginal bleeding. Concurrent conditions included body mass index normal, constipation, chills, diaphoresis, intermittent fever and vomiting. Concomitant products included medroxyprogesterone (depo provera), morphine and ondansetron (zofran). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and libido decreased ("decreased libido"). In (B)(6) 2014, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced kidney infection (seriousness criterion medically significant), urinary tract infection ("several urinary tract infections") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and weight decreased ("weight loss"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced furuncle ("boils"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), abdominal pain ("abdomen pain"), back pain ("lower back pan") and abdominal pain lower ("left lower abdomen/llq pain"). The patient was treated with docusate sodium (colace), surgery (ablation) and surgery (essure removal surgery). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, device dislocation, kidney infection, mood swings, depression, anxiety, libido decreased, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, furuncle, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, abdominal pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, headache, kidney infection, libido decreased, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 120 lbs. On (B)(6) 2014, 4 coils were visible at the right ostia and there was visibility of 0 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. On (B)(6) 2014, findings revealed the left essure device being at a very sharp angle, consistent with a possible perforation. Concerning the injuries reported in this case, the following one/ones were described in patients/medical record: abdominal pain, nausea and left lower quadrant pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Patient's demographic details were added. Following events: abnormal bleeding (general), mood swings, depression, anxiety, decreased libido, abnormal bleeding (vaginal), menorrhagia, several kidney infections, several urinary tract infections, apareunia (inability to have sexual intercourse), boils, bladder problem, urinary tract disorder, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, weight loss, abdomen pain, lower back pain, left lower abdomen/llq pain and migration of essure device location of device: left coil can't be located were added. Historical condition and concomitant conditions added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("malposition of essure (uterine cornu)"), pelvic infection ("infections"), pelvic adhesions ("adhesions"), genital haemorrhage ("abnormal bleeding (general)") and shoulder dystocia ("shoulder dystocia") in a 23-year-old female patient who had essure (batch no. 627464-invalid, 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, menses irregular, multigravida, parity 2, pain in elbow, neck pain, numbness of upper extremities, birth trauma, blood pressure high, smoker (she smokes a quarter of a pack of cigarettes a day.), bipolar disorder, insomnia, attention deficit disorder and cervicalgia. Pregnancy test- negative. Previously administered products included for an unreported indication: adderall from 2007 to 28-aug-2018, flexeril from 2002 to 28-aug-2018, nuva ring from 2003 to 2004 and depo provera. Concurrent conditions included skin rash, foot injury, genital bleeding, pain in hip, menstrual cramps, vaginal infection, cramp in lower abdomen, painful intercourse and dyspareunia. Family history included diabetes (mother, maternal grand father), hypertension (mother), cholesterol levels raised (mother), autoimmune disorder (sister), myocardial infarction (paternal grand father) and pancreatic cancer (maternal grand father). Concomitant products included celecoxib (celebrex) since 2017, empagliflozin (jardiance) since 2016, gabapentin since 2013, medroxyprogesterone (depo provera), metformin since 2016 and zolpidem tartrate (ambien) since 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain / pain"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, 1 year after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal bleeding during menstruation"), allergy to metals ("nickel allergy / allergic or hypersensitivity reaction (nickel)"), back disorder ("back issues"), nerve injury ("peripheral nerve damage"), shoulder dystocia (seriousness criterion medically significant), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder") and attention deficit/hyperactivity disorder ("attention deficit hyperactivity disorder"). The patient was treated with surgery (surgical removal of portions of essure device), surgery (total hysterectomy on (B)(6) 2009 and lysis of pelvic adhesions on (B)(6) 2009), surgery (total hysterectomy and lysis of pelvic adhesions on (B)(6) 2009) and surgery (lysis of pelvic adhesions on (B)(6) 2009). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, pelvic infection, pelvic adhesions, menorrhagia, menstrual disorder, vaginal haemorrhage, allergy to metals, back disorder, nerve injury, shoulder dystocia, anxiety, post-traumatic stress disorder and attention deficit/hyperactivity disorder outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia and fatigue had resolved. The reporter considered allergy to metals, anxiety, attention deficit/hyperactivity disorder, back disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, nerve injury, pelvic adhesions, pelvic infection, pelvic pain, post-traumatic stress disorder, shoulder dystocia and vaginal haemorrhage to be related to essure. The reporter commented: essure removal: (B)(6) 2009 (total hysterectomy) and (B)(6) 2011 (surgical removal of portions of essure device). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2009: total bilateral occlusion. The patient had a previous essure sterilization prior to the hysterectomy. Portions of the essure device were present. They were protruding through the cut end of the fallopian tube. They were very easily removed through the laparoscope by grasping the end and withdrawing them. 627464-invalid, 627454: lot number: 627454: manufacture date: 2008-07, expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: plaintiff fact sheet received. Events added: back issues, peripheral nerve damage, shoulder dystocia, anxiety, ptsd, adhd. Concomitant and historical conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('malposition of essure (uterine cornu)'), pelvic infection ('infections'), pelvic adhesions ('adhesions'), shoulder dystocia ('shoulder dystocia') and genital haemorrhage ('abnormal bleeding (general)') in a 23-year-old female patient who had essure (batch no. 627464-invalid, 627454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, menses irregular, multigravida, parity 2, pain in elbow, neck pain, numbness of upper extremities, birth trauma, blood pressure high, smoker (she smokes a quarter of a pack of cigarettes a day.), bipolar disorder, insomnia, attention deficit disorder and cervicalgia. Pregnancy test- negative. Previously administered products included for an unreported indication: adderall from 2007 to (B)(6) 2019, flexeril from 2002 to (B)(6) 2019, nuva ring from 2003 to 2004 and depo provera. Concurrent conditions included skin rash, foot injury, genital bleeding, pain in hip, menstrual cramps, vaginal infection, cramp in lower abdomen, painful intercourse and dyspareunia. Family history included diabetes (mother, maternal grand father), hypertension (mother), hypercholesterolemia (mother), autoimmune disorder (sister), myocardial infarction (paternal grand father) and pancreatic cancer (maternal grand father). Concomitant products included celecoxib (celebrex) since 2017, empagliflozin (jardiance) since 2016, gabapentin since 2013, medroxyprogesterone acetate (depo provera), metformin since 2016 and zolpidem tartrate (ambien) since 2010. In (B)(6) 2008, the patient experienced pelvic pain ("chronic pelvic pain / pain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. On (B)(6) 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), shoulder dystocia (seriousness criterion medically significant), menstrual disorder ("abnormal bleeding during menstruation"), allergy to metals ("nickel allergy / allergic or hypersensitivity reaction (nickel)"), back disorder ("back issues"), peripheral nerve injury ("peripheral nerve damage"), anxiety ("anxiety"), post-traumatic stress disorder ("post traumatic stress disorder") and attention deficit/hyperactivity disorder ("attention deficit hyperactivity disorder"). The patient was treated with surgery (surgical removal of portions of essure device, total hysterectomy and lysis of pelvic adhesions on (B)(6) 2009, total hysterectomy on (B)(6) 2009 and lysis of pelvic adhesions on (B)(6) 2009 and lysis of pelvic adhesions on (B)(6) 2009). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device expulsion, pelvic infection, pelvic adhesions, shoulder dystocia, menorrhagia, menstrual disorder, vaginal haemorrhage, allergy to metals, back disorder, peripheral nerve injury, anxiety, post-traumatic stress disorder and attention deficit/hyperactivity disorder outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia and fatigue had resolved. The reporter considered allergy to metals, anxiety, attention deficit/hyperactivity disorder, back disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic adhesions, pelvic infection, pelvic pain, peripheral nerve injury, post-traumatic stress disorder, shoulder dystocia and vaginal haemorrhage to be related to essure. The reporter commented: essure removal: (B)(6) 2009 (total hysterectomy) and (B)(6) 2011 (surgical removal of portions of essure device). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2009: results: total bilateral occlusion. Diagnostic results: the patient had a previous essure sterilization prior to the hysterectomy. Portions of the essure device were present. They were protruding through the cut end of the fallopian tube. They were very easily removed through the laparoscope by grasping the end and withdrawing them. Lot number 627464 is invalid. Lot number: 627454. Manufacture date: 2008-07. Expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") and pelvic adhesions ("adhesions") in a female patient who had essure (batch no. 627464) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, menses irregular, multigravida, parity 2, pain in elbow, neck pain, numbness of upper extremities, birth trauma, blood pressure high, smoker (she smokes a quarter of a pack of cigarettes a day.), bipolar disorder, insomnia, attention deficit disorder and cervicalgia. Pregnancy test- negative. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included skin rash, foot injury, genital bleeding, pain in hip, menstrual cramp, vaginal infection, cramp in lower abdomen, painful intercourse and dyspareunia. Family history included diabetes (mother, maternal grand father), hypertension (mother), cholesterol levels raised (mother), autoimmune disorder (sister), myocardial infarction (paternal grand father) and pancreatic cancer (maternal grand father). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during menstruation"), menstrual disorder ("abnormal bleeding during menstruation") and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (hysterectomy and lysis of pelvic adhesions on (B)(6) 2009) and surgery (lysis of pelvic adhesions on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic infection, pelvic adhesions, menorrhagia, menstrual disorder and pelvic pain outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic adhesions, pelvic infection and pelvic pain to be related to essure. Diagnostic results: the patient had a previous essure sterilization prior to the hysterectomy. Portions of the essure device were present. They were protruding through the cut end of the fallopian tube. There were very easily removed through the laparoscope by grasping the end and withdrawing them. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporters added and case become medically confirmed and updated patient demographics. Historical condition, historical drug, family history, concomitant disease was added. Added lot number. Updated laboratory data. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), pelvic adhesions ("adhesions") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 627464,627454) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, menses irregular, multigravida, parity 2, pain in elbow, neck pain, numbness of upper extremities, birth trauma, blood pressure high, smoker (she smokes a quarter of a pack of cigarettes a day.), bipolar disorder, insomnia, attention deficit disorder and cervicalgia. Pregnancy test- negative. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included skin rash, foot injury, genital bleeding, pain in hip, menstrual cramps, vaginal infection, cramp in lower abdomen, painful intercourse and dyspareunia. Family history included diabetes (mother, maternal grand father), hypertension (mother), cholesterol levels raised (mother), autoimmune disorder (sister), myocardial infarction (paternal grand father) and pancreatic cancer (maternal grand father). Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during menstruation"), menstrual disorder ("abnormal bleeding during menstruation"), pelvic pain ("chronic pelvic pain"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy and lysis of pelvic adhesions on (B)(6) 2009) and surgery (lysis of pelvic adhesions on (B)(6)2009). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic infection, pelvic adhesions, menorrhagia, menstrual disorder, pelvic pain, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic adhesions, pelvic infection, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: the patient had a previous essure sterilization prior to the hysterectomy. Portions of the essure device were present. They were protruding through the cut end of the fallopian tube. There were very easily removed through the laparoscope by grasping the end and withdrawing them. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: vaginal haemorrhage, genital haemorrhage, dysmenorrhoea, fatigue, dyspareunia, allergy to metals were added. Reporter, product batch number, stop date updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On (B)(6) 2018: no new clinical information. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.